Event description:
From staff: foley was not draining appropriately; rn was attempting to irrigate but could not get any output. When rn re-entered the room at a later time, foley had fallen out and balloon was ruptured. Urology was consulted for a possible scope to assess for retained balloon material. Urology note: retained foley catheter balloon was found and removed from patient's bladder. No obvious bladder stone to cause the rupture. I suspect this was from significant over inflation of the catheter balloon, as mild over inflation does not typically cause rupture. New foley catheter was replaced and will need to be exchanged every 30 days as typical chronic foleys do.